Event description:
There was a home monitoring alert on this lead for out of range and bipolar/unipolar lead failure. The patient was brought in for a follow up and out of range impedances were reproduced. Thresholds had also increased. Impedance increases had been relatively sudden and not gradual. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.